Event description:
It was reported that the right ventricular (rv) lead had high and varying impedance, unstable thresholds, and oversensing with noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.